Event description:
A medical doctor reported that approximately four months following an intraocular lens (iol) implant procedure, there is a myopic refraction and there needs to be a power change. The lens was exchanged.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).